Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v027285, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and manufacturer representative reported that the patient experienced a loss or change of therapy due to a gradual change in therapy or symptoms in 2015. The patient had a return of urinary frequency symptoms and it had gotten to a point where they could barely hold it. The patient was told by a manufacturer representative that their lead was bad and the patient didn¿t know more on the issue. The patient would have an appointment with a new health care provider (hcp) next month, but wanted to speak with a manufacturer representative before that. The communication from the patient to the manufacturer representative was that after they were seen at the clinic and they tried to reprogram and scheduled the patient for replacement was that it was cancelled. The manufacturer representative told the patient to call the clinic and reschedule for replacement if that was what their hcp wanted to do. The manufacturer representative spoke to a nurse at the clinic and they would try to schedule and let them know if they had. The manufacturer representative did not have details and had not seen the patient¿s lead. The patient told the manufacturer representative they thought something was wrong with the lead and they told them at the clinic when it was checked. The manufacturer representative was not sure if this was due to impedances and was not sure if there were any reports of trauma or falls. The patient would have an appointment on (B)(6) 2016 to be evaluated. The manufacturer representative told the clinic they would see the patient at the appointment to reprogram and interrogate the device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.